Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070663. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070652. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070949.

Event description:
It was reported that patient experienced inadequate stimulation. Xray examination confirmed that the leads had migrated. Re-programming was attempted and was able to improve the patient's coverage somewhat but not to how it was prior. It was also noted that the left medial lead had high impedance at contact two. The patient underwent a revision procedure where the physician attempted to re-position the three out of four leads that had migrated, but then the physician decided to replace the three leads. It is unknown exactly which three out of the four implanted leads were replaced. The patient was doing well post operatively and all impedances were normal.